Event description:
Husband of home patient reported on 12/5/98 home patient felt "overfilled" during dwell 4 of 4 while using the homechoice cycler for automated peritoneal dialysis therapy. Husband states wife felt uncomfortably full and her abdomen appeared distended. Husband of home patient discontinued therapy using the homechoice during dwell 4 of 4 and manually drained out 2700ml, approximately 700ml more than the programmed fill volume of 2000ml. Follow up with the health care professional revealed home patient was examined the following day and subcutaneous leakage was noted at her catheter exit site. Health care professional states further examination revealed the home patient's intestine was wrapped around the catheter and the home patient was constipated, resulting in poor fluid drainage. Health care professional states consitipation cleared, however, home patient continued to have difficulty draining for several days. Health care professional states home patient was hospitalized on 12/11/98 and was placed on hemodialysis temporarily to "give the catheter a rest". According to health care professional, home patient received hemodialysis while hospitalized and was released 4 days later. Health care professional states home patient will return to peritoneal dialysis starting 1/4/99.